Event description:
Patient presented to the physician with tongue swelling, headaches, and pain at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.